Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15386. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experiences pocket heating at the ipg site with stimulation on, which ceases when stimulation is turned off. Also, the patient experiences uncomfortable rib stimulation and as a result his ribs are sore. X-rays were taken and one of the patient's leads was found to be anterior. The patient declined reprogramming and desires to have his scs system explanted. The patient is to consult undergoing surgical intervention with his physician as the next course of action.